Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found the pim module to be faulty. The fse replaced the pim module and unit tested ok. After many days of monitoring, no complains from user regarding the pim test. The fse completed safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test multiple times. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.